Event description:
Letter received from consumer stating that the 3gtqsp power chair continues to travel forward approximately 5 feet after joystick is released. Consumer also states that the front riggings, footplate, allegedly slips downward and will dig into the sidewalk. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 3gtqsp, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1143151 rev I (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male whose height and weight are unknown. The consumer's preexisting medical condition consists of a severe head injury, years ago, both knees replaced and is in line to have both hips replaced. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. A letter was received from the end users wife stating that the 3gtqsp power chair continues to move forward approximately 5 feet after the joystick is released. The consumer also alleges that the front riggings slip down and digs into the asphalt on the sidewalk. The end user was driving home on a sidewalk when the right footplate allegedly jammed into the asphalt, causing the chair to swing to the right and head down a 30 foot embankment. The user allegedly rolled out of the chair onto the ground while the chair continued down the embankment. No injury is alleged.